Event description:
Same cases as MDR ID 2134265-2014-03952 and 2134265-2014-03953. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an unknown bsc imaging catheter and a sled. During the procedure, the sled was connected to a mdu without any problem. The physician activated the automatic pullback function the device did not move during use. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).